Event description:
The customer reported to olympus that during orthopedic procedure, the high definition autoclavable camera head flickered for less than a second, then no image was displayed. The diagnostic procedure (orthopedic) was completed. A twenty (20) minute delay was noted. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was no image due to a failed charged coupled device (ccd). Additionally, the evaluation revealed bulging on part of the cable assembly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the picture was no longer displayed due to a charge-coupled device (ccd) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.